Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported issue. The left master tool manipulator (mtm) was unable to pass calibrations. The fse replaced the mtm to resolved the issue. The system was tested and verified as ready for use. As of the date of this report, the mtm has not yet been received by intuitive surgical, inc. (Isi) for evaluation. .

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure that there was an issue with surgeon side console (ssc) 1 where the surgeon could not take control with their left master tool manipulator (mtm). The left mtm at the ssc1 was assigned to universal surgical manipulator (usm) 1, but no instrument was installed on the usm 1, while the camera was positioned on the usm 3. The intuitive surgical, inc. (Isi) technical service engineer explained that the surgeon on the ssc 1 needed to take all and do a swap from the usm 1 to the usm 2 to control the instrument on the usm 2. It is unknown if the issue resolved. The procedure was continued under this condition with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where calibration was found to be failing during grip calibration. Once testing was completed, the grip levers and spring were tested and was verified to be the source of the fault. The probable root cause is attributed to mechanical defects on geared grip levers located on mtm.

Event description:
Refer to h11 for follow-up information.